Manufacturer narrative:
The pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No failed battery alarm was noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a corroded battery cap contact, a cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of damage and failed battery test. The customer's blood glucose reading was 150 mg/dl. The customer stated that they had problems with the battery. The customer changed the battery and it took a long time for the screen to come up. The customer mentioned cracks in the middle of the screen and a crack above the act button. The customer was advised to inspect battery compartment and spring for corrosion. The customer found neither compartment nor spring are damaged or corroded. The insulin pump will be returned for analysis.